Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Upon receipt, the lead was found dissected at 7 cm and 41 cm proximal to the tip. Only the two distal lead segments were received for analysis. The analysis of the lead segments revealed a damaged insulation as a result of wear. In particular the conductor cable to the rv shock coil was exposed in the area of lead body proximal to the rv shock coil, as mentioned in the complaint description and confirmed through the inspection of the received x-ray images. These damages can be considered to be the root cause of the detected noise. Based on the characteristics and location of these damages, it is reasonable to assume that the lead had been subjected to an excessive mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. Diagnostic x-ray videos clarifying this assumption were not available for analysis. Rests of ingrown tissue were also noted on the lead, which might have contributed to the observed damages. Further investigation revealed explantation damages i.e. Damaged lead body as a result of laser extraction and deformation of the rv shock coil. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that 69 months after the implantation oversensing was observed on this lead. The x-rays showed an insulation defect in the distal part of the lead in the area of tricuspid valve. No adverse patient side effects were reported. Device was returned for analysis.